Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported that the company representative's handheld would not hold a charge. The company representative would charge the handheld for a while and when it is removed the handheld dies. The serial cable appears tight and the wand is functioning. The handheld and flashcard were returned to the manufacturer for eval. The cause for the reported complaint is associated with broken solder connections on the handheld main board, after the broken connections were re-soldered to the main board, no further anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. No anomalies associated with the main battery were identified during the analysis. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.